Event description:
The laser system has the following problem: "fiber connection is not stable."

Manufacturer narrative:
The problem was due to the sma fiber connection (dirty and worn out). Programmed maintenance is needed. After the replacement of that component and due maintenance, the laser system restarted to work. We are unaware about pt injury.